Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator door had a hasp jammed. A field service engineer successfully removed the hasp off the refrigerator door to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the pyxis medstation es system,experienced drawer failure.a customer has reported that a user is unable to dispense medication due to a malfunction.there were no adverse events or injuries reported based on this event.